Event description:
Litigation papers allege: patient continued to suffer with symptoms of continued pain, difficulty walking, body disfigurement, buttock and sciatic nerve pain, blood clots post hip implant, and the requirement of prescribed lift to make up the difference in leg lengths. Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: 11/19/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records are available for further review. (B)(4). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Di: (B)(4).